Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the device investigation, analysis of reported reddish brown foreign material that came out from the tip issue could was found to be proteins that may have originated from living organisms, protein-based drugs, bacteria, etc. The root cause of the issue was confirmed to be the result of user reprocessing deviations from the IFU. Additionally, the root cause of the reported scopes reprocessed by skipping the necessary pre-cleaning steps issue was determined to be the result of the user not reading/following the instruction manual carefully and reprocessed the scope by skipping necessary steps. The event can be detected/prevented by following the instructions for use which state: chapter 4 basic procedures for cleaning and disinfecting endoscopes. 4.3 preliminary cleaning of the endoscope. When cleaning an endoscope with this device, it is necessary to pre-clean the endoscope in advance. Immediately after the endoscopy, clean the external surface of the endoscope from bedside cleaning to main cleaning, following the cleaning, disinfection, and sterilization procedures described in the endoscope's ``electronic package insert'' and ``instruction manual.'' , brush the area around the forceps table and the suction line, and even clean the buttons. Warning: - please pre-clean the endoscope immediately after the endoscopy. If preliminary cleaning is not performed immediately, dirt may stick and cleaning and disinfection may become insufficient. - if you operate the device with a large amount of dirt attached to the endoscope without pre-cleaning, the endoscope may not be sufficiently cleaned and disinfected, or dirt may accumulate inside the device, interfering with the operation of the device. There is a risk that this may occur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while his medical staff was washing after an eus-fna test, a thin red object came out from the tip of his olympus air/water value. Reportedly, after that, a red-brown object appeared also. As this was discovered following the completion of the procedure, this event had no impact on the patient of this case. While performing diligence concerning this event, it became clear that the user facility had been insufficiently reprocessing some of their olympus devices. This report is 9 of 11 being submitted to capture the series of insufficiently reprocessed devices by the same user facility. For the related files, please see reports with patient identifiers: (B)(6) , (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), & (B)(6).

Manufacturer narrative:
While in discussions with the customer, he noted that about 50 ccs of a red liquid and a brown linear object came out from the tip. The customer did confirm that the most recent patient had no signs of infection. According to the physician who uses this product most often, he felt that it had been difficult to send water through for a ¿long time¿. Reportedly, there were ¿times when the condition was good and times when it was bad.¿ further inquiry revealed that after the case, the air/water channel cleaning adapter had not been used, and the solution was immediately brought to the sink and delivered with the injection tube. The customer went on to note that since it was troublesome to remove the balloon, the balloon channel may not be aspirated during the process. No cleaning brush was used during this process. No water or air supply inspection was performed after the case, and it is unclear whether the button had been replaced during the inspection or not. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.